Manufacturer narrative:
The cartridge is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the cartridge is received. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of 289 mg/dl as the customer had set a temporary basal rate the night before. A bolus via the pump was delivered to address the low bg and the bg dropped to 50 mg/dl. Carbohydrates were consumed to address the low bg. The customer thought that the pump settings needed to be adjusted and was to speak to a healthcare provider about them.

Event description:
The customer delivered a bolus via the pump to address the high blood glucose level.